Event description:
It was reported to bsc/target that: it was wide neck left ica top aneurysm. The sentry balloon was introduced for remodeling technique. It was not checked before introducing. After placement across the neck of the aneurysm when it was placed for coils placement, it started leaking and jumped forward. The procedure was completed by keeping the deflated sentry balloon across the neck of the aneurysm. The procedure was completed without any untoward event. Upon analysis the catheter balloon was found to be punctured, therefore the complaint was filed as an MDR.